Event description:
I had breast implants put in (B)(6) 2016 and have not been feeling well since (B)(6) 2018. I have had all sorts of small symptoms and had my first ¿flare up¿ on (B)(6) 2018 and was diagnosed with behcet¿s autoimmune. I was admitted to the hospital for pain control. Symptoms were oral thrush, burning mouth and eyes, itching all over body, total body inflammation, gi issues and many more. I have been to many doctors. Obgyn, ent, rheumatology, internal med. I did ok for a while and had another huge flare up in (B)(6) 2019. I learned about breast implant illness in (B)(6) 2019 and joined some support groups and did some research. I am like so many other women after seeing their symptoms so closely relating to mine; they are coming out. I am scheduled for explant in (B)(6) 2019. I have the natrelle style 120 which are the textured and are linked to bia-alcl. I have been to the ER multiple times for pain control and have been admitted a few other times as well.